Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was disconnecting at the t:lock and not performing the air removal step correctly. Tandem technical support educated the customer that disconnecting at the t:lock and not performing the air removal step correctly is off label per the tandem user guide. Customer¿s blood glucose level was 250-311 mg/dl. Customer primed the tubing to address the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned.